Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The o2 sensor will need to be replaced. The ventilator is in working condition.

Event description:
It was reported that during set up an ,840 ventilator had a faulty o2 sensor. There was no patient involvement.